Event description:
Additional information was received from the patient and it was reported the patient found a doctor in each of her locations. The patient had an appointment on scheduled for (B)(6) 2017. The patient reported that she was unsure if it was the stimulator, x-rays were taken of lower back and both hips. The patient reported that the healthcare provider (hcp) reviewed the x-ray and thought the lead was where it should be. The patient reported that stimulation was re-started on a low level program 2 and seemed to be doing okay, but patient still had numbness and tingling, pins and needles down both legs.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had numbness in her hip, thigh and pain on the backside of both legs. The patient reported that the numbness worsens the longer she stood. The patient also reported that her feet felt as though they fell asleep; the patient reported that walking sometimes helps. The patient reported that the pain in her thighs was initially muscle pain. The patient reported that she fell really hard on her tailbone in (B)(6) 2016 and could be related to this issue. The patient reported that her grandson accidentally pushed her and she fell on her concrete fireplace and developed a huge bruise on her tailbone. The patient also reported that she had 3 grandchildren and babysat ¿ one was (B)(6) and thought she might get some strain from that. The patient reported that she thought her therapy had changed a bit since her fall in (B)(6). The patient reported that she thought she had been going more. The patient reported that her symptoms were not really worse since the fall. The patient reported that she had been trying to manage her symptoms with physical therapy, massage and yoga. It was noted that the patient wasn¿t feeling stimulation at the time of the call. The patient reported that when she connected with her programmer she got a transitory stimulation sensation when syncing. The patient reported that the therapy was on and was at program 4 at 1.2v. The patient reported that she had a mammogram over the holidays ¿ around when her issues started ¿ and thought stimulation may have been turned off since that time. The patient also reported that she recently increased stimulation to 1.5v because she was noticing some issues but sensation was uncomfortable and she turned stimulation back down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.